Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was above 500 mg/dl. Reportedly, the customer would not bolus for the carbohydrates that they ate. The customer gave a bolus to address the high bg. System check was performed with tandem technical support and no issues were identified. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.